Event description:
It was reported that during implant of the right ventricular (rv) lead, the sheath became kinked and under fluoroscopy the lead coil appeared damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/ stretching/overstress, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the rv external coil stretched due to attempted implant damage. (B)(4).